Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number [more than five (5)] of exactamix 2000 ml eva tpn bags were leaking from unspecified locations. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4).the actual devices were not returned, therefore a device analysis could not be completed on those samples. However, four (4) companion samples were received for evaluation. Unaided eye visual inspection of the bags were performed and no obvious defects were observed. Functional testing was performed and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.